Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. As no device was returned, the initial complaint couldn't be confirmed. However, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. The following directions are provided in the instructions for use which can prevent the event: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument" olympus will continue to monitor the field performance of this device.

Event description:
As reported, during an ebus (endobronchial ultrasound bronchoscopy) procedure, the device sheath came off when doing the fna (fine needle aspiration). The intended procedure however was completed with no patient impact or harm to the patient. There was no user injury reported.

Manufacturer narrative:
The subject was not returned for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.